Manufacturer narrative:
The zoll catheter in complaint was returned on 07/05/2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the medial balloon immediately after pressurizing the catheter. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter pinhole leak at the medial balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation. There was no patient injury or death attributable to this complaint.

Event description:
It was reported that the saline bag was empty during therapeutic hypothermia using thermogard console. There was no saline observed outside thermogard or underneath the patient. The exact time of when the issue occurred was not provided. Since there was no saline noted on the console or the patient, it was concluded that there was a possible catheter leak(pinhole). The cooling therapy was continued using another icy catheter. There were no adverse patient consequences reported.